Event description:
Additional information was received that, per the physician, the cause of the right ventricle dysfunction (rvd) and subsequent bi-ventricular heart failure (bvhf) was unknown, and the valve did not cause or contribute to the rvd and subsequent bvhf. It was unknown if the patient had a medical history of bvhf. In addition, the valve did not exacerbate the patient¿s heart failure. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 7 months following the implant of this transcatheter bioprosthetic pulmonary valve, the patient developed bi-ventricular heart failure due to right ventricular dysfunction. The valve was subsequently explanted, and a new mechanical valve was implanted. It was reported that prior to the explant of the valve, the valve was functioning normally. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the device was received in a heart valve return kit fully submerged in cloudy 0.2% g lutaraldehyde solution. Pannus was found attached to the outer aspect of the valve. The outflow and inflow aspects exhibited an elliptical appearance. Leaflet 1 (l1) and leaflet 3 (l3) were in a closed position with a small gap between l1 and l3. Leaflet 2 (l2) was open with free margin touching the inner wall. All leaflets were flexible and appeared intact. No tears or damages were observed on the inflow or outflow. Commissure 3-1 and commissure 1-2 appeared intact. Leaflet 2 (l2) appeared slightly thinner than leaflet 3 (l3) on commissure 2-3. Glistening off-white pannus appeared to encapsulate the adjacent areas of all commissures. Glistening off-white pannus fully encapsulated 5 loops and partially encapsulated 4 loops of the inflow crown. Pannus extended into the inner lumen of the fabric, up to the blanket sutures and margin of attachments off all leaflets. Glistening off-white pannus was found on the outflow crowns and extended into the inner lumen of the fabric up to / and encapsulating the blanket sutures of the inner wall. Thrombotic host material was observed on the inner wall and outflow margin of attachment of l2. Small amounts of thrombotic host material were present on the outflow margin of attachment of l3. No damages were found on the exposed areas of the fabric. No damages were observed on the exposed sutures. A small scratch was noted on strut 4 adjacent to l3. Radiography shows no evidence of calcification on the valve. Radiography shows no evidence of frame fractures. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.